Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Customer¿s blood glucose level was 122 mg/dl. The customer confirmed that a new cartridge would be loaded onto the pump after ending the call with tandem technical support.